Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: unexplained power interruption was observed in black box on 12/12/15 from 1:13am until 7:35am. There was no damage found to battery cap or battery compartment. The battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. The battery cap contact height and width was found to be in specifications. The pump was opened and no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)